Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
A complainant reported that the automated impella controller (aic) has a broken purge pressure sensor. The was no reported patient harm.

Manufacturer narrative:
The investigation of automated impella controller (aic) - purge disc/flag issues has been completed. Visual investigation showed the purge disc retainer was found to be broken. The root cause of the issue was broken purge disc retainer.